Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event while attempting to deliver a synchronized cardioversion shock, their device dumped the defibrillation charge. It was reported that the customer had two devices connected to an obese patient with a total of four (4) defibrillation therapy electrodes. The customer had reportedly set both of the devices into sync mode and charged both devices up to 200 joules to deliver a shock. Once the devices were charged, the users pressed the shock button at the same time on both devices. This particular device dumped the defibrillation energy on its own when the other device successfully delivered the shock. The patient reportedly received the synchronized shock successfully from the other device and did not suffer any adverse effects during the reported event.